Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced 5 infusion sets catheters detached events on (B)(6) 2024. No further information was available.